Event description:
Pt came to the ER with g-tube almost out. Attempt made to deflate balloon to remove tube and no fluid was retrieved. Gastrostomy tube removed and a longitudinal split was noted in the balloon. A new g-tube was then reinserted.